Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) was doing a tka on the robot (3rd case/zimmer conversion) and had to go back and re-cut the femur. The femoral trial would not seat on the lateral side distally and on the anterior chamfer. Case type: tka. As per the mps: the hospital nor surgeon want to release any xrays or further information. This was a 45-60 minute surgical delay. There a no implants for return. This was a tka. Implants were cemented on without perfect fit but overall good limb alignment. (B)(6) medical center, dr. (B)(6).

Event description:
Dr (B)(6) was doing a tka on the robot(3rd case/zimmer conversion) and had to go back and re-cut the femur. The femoral trial would not seat on the lateral side distally and on the anterior chamfer. Case type: tka. As per the mps: the hospital nor surgeon want to release any xrays or further information. This was a 45-60 minute surgical delay. There a no implants for return. This was a tka. Implants were cemented on without perfect fit but overall good limb alignment. (B)(6) medical center. Dr. (B)(6).

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with the rio from the reported event could not be completed because the robot serial number was not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There was one other reported event for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, pr 1549560, pr 1748126, pr 1765984, pr 1757777, pr 1748590, pr1910116, pr1910115, pr1973447, pr1999340 and pr1940380). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.